Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this pulse generator (pg), right ventricular (rv), and right atrial (ra) lead presented with sepsis. The whole system was explanted.